Manufacturer narrative:
The field engineering specialist found that the dilution bath had a chip in it which was causing the imprecision. He replaced the dilution bath. The customer ran calibration and qc with acceptable results. The service activities resolved the issue. No further issues occurred following the service visit.

Event description:
The initial reporter complained of unstable calibration and qc data for ise indirect na for gen.2 on a cobas 8000 cobas ise module (double). The customer stated that on (B)(6) 2019 there were discrepant low sodium patient results. The customer retested about 400 patient samples and had to correct over 100 patient reports. A couple of examples of the discrepant results: initial sodium 130 mmol/l with a repeat result of 136 mmol/l. Initial sodium 123.9 mmol/l with a repeat result of 155 mmol/l. The initial and repeat results were from the same analyzer. There were no adverse events. The sodium electrode was replaced on 13-may-2019 and qc data on that day was acceptable. The customer had previously changed the measuring and reference electrodes, replaced the ise pinch valve tubing, and cleaned the ise aspiration filters.